Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. The reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure to treat a target lesion in the heavily calcified circumflex (cx) artery, the 2.5 x 12 mm nc trek dilatation catheter was advanced into the patient anatomy. Due to the calcification of the lesion, the device was unable to advance and the shaft of the nc trek became kinked. An attempt was made to straighten the shaft and the shaft separated into two segments at a location outside the patient anatomy near the hub of the device. The separated segment remaining in the patient anatomy was easily removed. A second same device was then used to complete dilatation. There were no adverse patient effects and no clinically significant delay. No additional information was provided.